Manufacturer narrative:
(B)(4). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent removal of a broken proximal femoral nailing system (tfna) nail and the outcome was good. Concomitant devices reported: tfna fenestrated screw (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screw (part# unknown, lot# unknown, quantity 1), unknown tfna end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) 12/130 deg ti cann tfna 440/left-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary. Visual inspection: the complaint device (12/130 deg ti cann tfna 440/left-sterile) was returned for investigation. It was identified as broken across the blade insertion hole, confirming the reported condition. Concomitant products arrived with the complaint device (tfna fenestrated screw 115mm qty 1, unk - screws: nail distal locking qty 2). Additionally, chipped fragments are missing on the package provided. No other issues were identified. Device failure/defect identified? Yes. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (12/130 deg ti cann tfna 440/left-sterile) is confirmed. The nail is broken at the proximal hole. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code #: 04.037.265s. Synthes lot #: h785676.. Supplier lot #: n/a. Released to warehouse: 30nov2018. Manufactured by: monument. No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.